Event description:
It was reported during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon stated while sealing/cutting uterine tissue, ligaments, fat etc., the jaws of the vessel sealer extend (vse) were sticking to the tissue. The tissue would stick in the jaws and would not release easily. The vse was sticking from the beginning of the procedure. Assistance from another instrument was needed at times to help remove the tissue. There was no bio debris noted prior to the issue occurring. No bleeding was noted due to the "sticking" and the patient recovered fine. The surgeon wondered if there was a new coating on the jaws etc. The case was finished with the same instrument and no harm to the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the uterine ligaments and fat were the tissue adhered to the instrument. Sealing/cutting was the surgical task being performed with the instrument at the time of the event. There was no bio debris build-up prior to the interaction where sticking was observed. The tissue was getting caught inside the jaw of the instrument. The surgeon rotated the vs off the tissue to release the tissue. There was no tissue excised due to this event. There was no bleeding due to this event. The impact of the event slowed down the procedure and made it cumbersome. There is no concern about this event causing any long-term complications with the patient. The surgeon would like to know if there is a new coating on the jaws that is causing the sticking. There are no photos and/or videos of this event available for isi review.

Manufacturer narrative:
Based on the claim against the product noting the vessel sealer extend (vse) instrument jaws were sticking to tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci vse instrument to perform failure analysis. The vse instrument was analyzed and the complaint the regarding vse instrument jaws were sticking to tissue was not confirmed by failure analysis. A review of the logs found no failures related to the reported instrument. Manual articulation of the grips opened and closed properly. The housing was removed from the back end, no damage was found. The blade and knife cable were inspected, no damage was observed. The instrument was installed on an in-house system and passed initialization. The energy cable was recognized by the generator and a cut test and energy delivery test were both performed and passed. A grip force test was also performed and passed. An electrical continuity test was performed and passed. There was no problem detected for the customer reported complaint.